Manufacturer narrative:
E1 - initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon detachment occurred. A 15mm x 2.50mm wolverine coronary cutting balloon was selected for use. Upon unpacking and removing the balloon protector from the balloon without a strong force, the balloon separated from the catheter. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). H6: impact code - updated. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon detachment occurred. A 15mm x 2.50mm wolverine coronary cutting balloon was selected for use. Upon unpacking and removing the balloon protector from the balloon without a strong force, the balloon separated from the catheter. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that there was no patient involved when the event occurred.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). H6: impact code - updated investigation results: device analysis findings: device evaluated by manufacturer: the complaint device was received for product analysis. A visual inspection of the hypotube identified multiple hypotube kinks along the length of the hypotube shaft. Examination of the shaft identified a kink in midshaft just proximal to the guidewire exchange port. In addition, a distal shaft break was noted. A microscopic examination of the shaft identified the inner wire lumen was detached at 24.5cm from the port exchange and the outer lumen was detached at 22.3cm from the port exchange. The tip was inverted in the distal balloon cone. The balloon material was reviewed, and no issues were noted. No tears or pinholes were identified. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Blade pads were intact. A microscopic examination of the proximal and distal markerbands identified the proximal markerband was detached from the inner lumen and free moving within the balloon body. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review if completed: a risk review was performed, and it confirmed that the event of balloon detachment of device or device component was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation has been assigned the conclusion code cause not established. This code was selected as the most probable complaint cause based on the information available. It is possible that excessive force was applied to the balloon during the removal of the balloon protector and/or the product mandrel which potentially led to the inner and out lumen detachment subsequently resulting in the free flowing markerband and inverted tip. However, based on the information provided and condition of the returned device, a clear conclusion cannot be established at this time.

Event description:
It was reported that a balloon detachment occurred. A 15mm x 2.50mm wolverine coronary cutting balloon was selected for use. Upon unpacking and removing the balloon protector from the balloon without a strong force, the balloon separated from the catheter. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that there was no patient involved when the event occurred.